Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3487a, lot# l53173, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use is other chronic/intract pain reported experiencing a loss of stimulation and therapy that was occurring daily. The patient was having swelling and pain from the knees down to the ankles. The patient had swelling in the leg and extreme pain and knew part of the pain was from the neuropathy that the patient suffered from and the swelling was also from not having the stimulator operating. The swelling was from the knee all the way down the ankle and happened if the patient stood for more than 5-10 minutes. The swelling and pain had been happening for the last 3-4 years. The patient had been hospitalized for the swelling before and intravenous antibiotics were used in order to bring the swelling down. The battery in the patient's body was no longer working; it was the original battery from 1998. The patient thought the battery had not been working for 8-10 years. The patient needed to find a healthcare professional that would replace the depleted battery. No falls or traumas were reported. Further follow-up is being conducted to obtain information about steps taken to resolve the issue. If additional information is received a supplemental report will be submitted.